Manufacturer narrative:
The initial report indicated product problem in error and was corrected in this report to indicate adverse event only. Analysis of the pump revealed a non-significant finding regarding an impact dent on the pump exterior that did not affect post-explant pump performance. Analysis noted a slight dent and surface scratch on the bottom shield that was consistent with explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 864.4 mcg/day via an implantable pump. It was reported that the patient had been having increased periods of low tone followed by high tone. A dye study was completed in (B)(6) 2020 which was normal. Dosing changes were made. It was further noted that the patient was worked up for other issues unrelated to the pump, and inconclusive. The physician took the patient to the operating room on (B)(6) 2020 to troubleshoot the device system. The catheter was intact, and they were able to aspirate without difficulty. The physician pulled the catheter back from the intrathecal space to make sure nothing was kinked. The physician made the decision to replace the pump due to no identifiable issue with the catheter. There were no known factors that had contributed to the event. The pump was replaced. The device was in the possession of the company representative which was to be returned to the manufacturer for analysis. It was unknown if the issue was resolved as of 2020-sep-16. The patient was without injury regarding their status as of 2020-sep-16. The patient¿s medical history was noted as having been requested but was unknown. It was indicated that the hcp had no further information on the event. No further patient complications have been reported as a result of this event.